Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube and there was blood leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: case #3: on (B)(6) 2023, it was reported by facility that there were several tubes that at the moment of "pistoling" to send them to be processed some of them the stoppers are popping off, generating a sample spillage. The facility deliveries the tubes for servicing and on (B)(6) 2023, the urgency staff reports the stopper popped off and caused a splatter. The quantity affected is unknown, but there are many, they calculate it as at least two per day.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube and there was blood leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: case #3: on (B)(6), it was reported by facility that there were several tubes that at the moment of "pistoling" to send them to be processed some of them the stoppers are popping off, generating a sample spillage. The facility deliveries the tubes for servicing and on (B)(6) 2023, the urgency staff reports the stopper popped off and caused a splatter. The quantity affected is unknown, but there are many, they calculate it as at least two per day.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety-four (94) retention samples from bd inventory were evaluated by visual examination and ten (10) were subjected to functional testing. No issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off.